Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the nurse that the right atrial (ra) lead was not sensing or pacing correctly. When the nurse tested sensing in the unipolar mode, the lead appeared to sense the ventricular channel and not sense the atrial channel. The nurse also stated that the patient has been "poor for the past month". The ra lead remains in use. No further patient complications have been reported as a result of this event.